Event description:
The customer reported that the cell-dyn analyzer did not start-up. The power supply fuse (5 amp) was found burned during trouble shooting and was replaced with an 8 amp fuse in order to resolve the issue. No impact to patient management or user safety was reported.

Manufacturer narrative:
(B)(4) no consequences or impact to patient, (B)(4) no patient involvement, (B)(4) power source issue. An expanded investigation through correction and removal (B)(4) was conducted to evaluate this issue. The root cause identified for this issue is installation of the incorrect fuse by either the customer or the field service representative. A product information letter dated (B)(4) 2010 (re-enforcing the product correction letter previously sent on (B)(4) 2009) along with a label affixed to the back of the instrument instructing the customer to check if the fuse matches the voltage of operation that is currently being utilized with the customers cell-dyn 3700 analyzer. Since the fuse is a customer replaceable part, instructions were also provided to the customer to refer to the trouble shooting section in the operators manual for replacing an incorrect fuse (replacement fuses were provided in the accessory kit shipped with the cell-dyn system). In the event that the correct fuse is not included in the accessory kit, the customers are instructed to contact their local customer support representative in order for a replacement fuse to be provided to the customers.